Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose read "high." The specific blood glucose value was unknown. The customer delivered a correction bolus via the pump to address the high bg level. Reportedly, a bolus was successfully completed, and the customer was advised to replace supplies as necessary and resume insulin use.